Event description:
Info was received that this right ventricular lead reportedly dislodged. A revision procedure was performed and this abdominally placed device system was abandoned and replaced. No other adverse pt effects were reported during the procedure.